Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the grasping retractor be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that the cable of the small grasping retractor instrument was broken. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the malfunction occurred during the procedure and there were no problems during the start- up. The reporter did not have further information about the procedure or the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.